Event description:
An adverse skin reaction was reported on socialcare while wearing the adc device. The customer experienced an infection, pain, observed very red and hot at sensor site toward the elbow and "detected cellulitis where the needle was." As a result, had contact with a healthcare professional (hcp) who provided an unspecified antibiotic as treatment for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported on socialcare while wearing the adc device. The customer experienced an infection, pain, observed very red and hot at sensor site toward the elbow and "detected cellulitis where the needle was." As a result, had contact with a healthcare professional (hcp) who provided an unspecified antibiotic as treatment for this issue. There was no report of death or permanent injury associated with this event.

Event description:
An adverse skin reaction was reported on social care while wearing the adc device. The customer experienced an infection, pain, observed very red and hot at sensor site toward the elbow and "detected cellulitis where the needle was." As a result, had contact with a healthcare professional (hcp) who provided an unspecified antibiotic as treatment for this issue. There was no report of death or permanent injury associated with this event. Additional information: on (B)(6) 2024, the customer contacted abbott diabetes care (adc) to report additional symptoms they experienced while wearing adc device. The customer further reported experiencing symptoms described as swelling and redness at the sensor site. The customer had contact with a healthcare professional on (B)(6) 24 who diagnosed with cellulites and prescribed doxycycline for treatment. The customer further reported experiencing additional symptoms which consisted of "feeling achy", pain that radiated down to the elbow, and the presence of pus was observed. The customer attempted to self-treat by applying hot packs/compresses to sensor insertion site however, their symptoms did not improve as the pus continued to ooze out and the site was "bumpy". The customer then had a follow up contact with the hcp on (B)(6) 2024 and was prescribed bactrim (antibiotics) for treatment. The customer indicated that they were using prescribed bactrim for the reported issue and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a follow-up report. Sections b5 and b7 have been updated based on additional information received from the customer.